Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that this bed has no functions, no alarm or codes, no manual functions and the battery led is on. No patient impact.